Manufacturer narrative:
(B) (4) the device is available and has been requested but is not yet received for evaluation. A follow up report will be submitted once the device has been received and evaluation is complete.

Event description:
Peritoneal dialysis (pd) nurse called corporate product surveillance 28 january 2010 to report one (1) pd transfer set, in which, "the hydrell rubber luer connection turned black and extended into the adaptor that goes into the transfer set. The patient has had two episodes ((B) (6) 2009 and (B) (6) 2009) of peritonitis, both with no growths." The pd nurse stated that the patient has no infection at this time. The pd nurse stated that the problem was detected when removing the old transfer set from the patient (B) (6) 2010. The pd nurse stated she's never seen anything like this before and the peritonitis was not reported to baxter. On 11feb2010, the following information was obtained from the pd nurse. On (B) (6) 2009, the patient was diagnosed with peritonitis manifested by cloudy fluid, fibrin and abdominal cramping. Since the event occurred on (B) (6) 2009, the nurse had the patient collect the peritoneal effluent that was going to be sent to the lab. On (B) (6) 2009, the patient began treatment with cefepime (ip given with a midday exchange using dianeal pd4 ultrabag). On (B) (6) 2009, the nurse sent the sample that the patient had collected on (B) (6) 2009 for a peritoneal effluent analysis and culture. Results showed leucocytes at 1,500 cells/mm^3.the nurse noted that the sample of effluent was sent had been collected before the patient started antibiotic treatment. On (B) (6) 2009, when the analysis and culture results came back the cefepime was stopped and the patient was started on vancomycin (2 doses total) in (B) (6) 2010 (exact date unknown) the event of peritonitis was considered to be resolved evident by the effluent clearing up. The event of abdominal cramping was also considered to be resolved in (B) (6) 2009. Per the nurse, the cause of the peritonitis was unknown. Per the nurse, the events of break in aseptic technique, cramping and peritonitis were unrelated to dianeal therapy. The peritonitis that patient experienced in (B) (6) 2009 was not related to the peritonitis in (B) (6) 2009. Also note that per the nurse, " the hydrell rubber luer connection turned black and extended into the adaptor that goes in to the transfer set" had nothing to do with this peritonitis occurring in (B) (6). On (B) (6) 2010 the following information was obtained from the pd nurse: the patient was wearing the same transfer set for both the (B) (6) and (B) (6) peritonitis reports and continued to wear this transfer set through (B) (6). The transfer set was looked at in (B) (6)and there were no traces of the black coloring. In (B) (6), when the nurse was performing a transfer set change, she noticed the black color on the luer of the transfer set that connects to the catheter. . The pdrn cut the luer and stated the black color goes all the way through the plastic and is not just located on the surface of the part.

Event description:
Customer reports lancet protrudes beyond the end cap of the multiclix device. No adverse event or medical attention needed. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(4). This complaint was confirmed during evaluation to be a discolored patient luer. Both the patient luer and patient line connectors were tinted dark blue, almost black in color, with no evidence of discoloration or contamination anywhere else on the set. A batch review was not possible since the lot number was unknown. The assignable cause for the discolored patient adapter was most likely from a reaction to patient?s clothing, lotion, or similar material. Trend review was performed and there have been 3 other reported instances worldwide in the past 12 months. Since these are isolated individual cases, no trend exists and a CAPA will not be initiated.